Manufacturer narrative:
The reagent lot number was 67147801 with an expiration date of 31-jan-2024. The customer found residues on the sample probe. The field service engineer found a leak in a tube of the rinse unit which he replaced. He performed a system disinfection and replaced the cuvettes. Precision testing was acceptable. The investigation found the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for qc and patient samples from the cobas 8000 c702 module. One example was provided of a sample that had clot alarms on the first three testings. The initial numeric result was 6.43 mg/dl and the repeat result was 9.86 mg/dl. No information was provided to determine if the questionable result was reported outside of the laboratory. The repeat result was believed correct.